Event description:
It is reported that a customer experienced high blood glucose of over 600 mg/dl. The customer's blood glucose level was 126 at the time of the call. The customer was informed that there could be many reasons for high blood glucose. The customer had issues with their sensor but declined assistance in trouble shooting the issue. The customer will meet with a sensor educator for assistance. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.